Event description:
On (B)(6) 2021, the manufacturer representative (rep) reported that the implanted neurostimulator (ins) was going to be removed because the ins had went dead and the patient couldn't charge it to put it into MRI mode. The rep requested MRI compatibility if the lead was left implanted. No symptoms reported. Additional information was received from the rep on (B)(6) 2021. They reported that they did not know which nurse at the account had reported this event to them. To the rep's knowledge, the device had not been explanted as of (B)(6) 2021, and as far as they knew the lead was a surgical lead, so it could not be explanted. The ins had been dead for a couple of years and the patient hadn't been using it. The rep noted they haven't seen the patient, so they could not confirm if the ins was in overdischarge. Patient weight was requested but unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On december 2, 2021, the manufacturer representative (rep) reported that the implanted neurostimulator (ins) was going to be removed because the ins had went dead and the patient couldn't charge it to put it into MRI mode. The rep requested MRI compatibility if the lead was left implanted. No symptoms reported. Additional information was received from the rep on december 23, 2021. They reported that they did not know which nurse at the account had reported this event to them. To the rep's knowledge, the device had not been explanted as of december 23, 2021, and as far as they knew the lead was a surgical lead, so it could not be explanted. The ins had been dead for a couple of years and the patient hadn't been using it. The rep noted they haven't seen the patient, so they could not confirm if the ins was in overdischarge. Patient weight was requested but unknown.